Event description:
Procedure type: cholecystectomy. According to the reporter: during the procedure, the l-hook tip was broken in the pt cavity. After removal of the broken tip, the doctor used new one to complete the procedure. The pt did not present complications and the condition was good.

Manufacturer narrative:
(B)(4).